Event description:
Procedure type: whipple. According to the rptr: the staples didn't fire perfectly. There was a bad formation during firing. The surgeon used another one. There was no pt injury. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 mins due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem. Add'l info: add'l tissue was resected as a result of this malfunction.

Manufacturer narrative:
(B)(4).